Event description:
A medtronic representative reported that he noticed a spine clamp was slightly twisted and he was not able to tighten them fully. He stated that the surgeon was still able to use them for the case. There was no reported impact to the patient.

Manufacturer narrative:
The initial report was received on (B)(4) 2013 and found to be lacking information to make a MDR determination. On (B)(4) 2013, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. The device was returned to the manufacturer for analysis and showed signs of physical damage. The clamp face was slightly bent to one side, but not enough to affect normal movement. The adjustment screw threads had some minor nicks, but again, not enough to affect normal travel. The screw travel was found to be very tight. A closer examination revealed some debris in the threads restricting movement. The reported event was confirmed.